Manufacturer narrative:
A device history record review was completed for provided material number 381112 and lot number 3103354. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, the affected physical sample was returned for evaluation by our quality team. Through examination of the sample, the needle was observed through the catheter. It is most probable that this defect resulted from the catheter being bent and the air blowing station being incorrect during manufacture. There was also a failure in the vision system and the detection inspection which allowed the catheter to pass through to the client. Associates in the product assembly and packaging areas have been alerted of this incident to raise further awareness on the production floor. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd angiocath needle pierced the catheter resulting in bent needle with retraction difficulties. The following information was provided by the initial reporter, translated from italian to english: placement of IV infusion cannula needle in support feeding in preterm infant. Preparation of necessary materials. Disinfection of the site. Maneuver performed by two operators. Visualization of the venous heritage and attempt do access placement. Unsuccessful placement of access. In retracing the device perception of difficulty and resistance to remove it. Once out, later after several attempts, the cannula shows up bent and punctured by the guide needle.